Event description:
Reportedly, the day after entering the patient data of two ICD implants, during the subsequent review, these data had been deleted in the programmer.

Manufacturer narrative:
Please find below the final analysis and attached the final report analysis of provided programmer files led to the following observations: gali 4lv sonr crt-d 2844,s/n (B)(6) - on (B)(6) 2023, at the interrogation of the device, the patient information were not displayed. Gali 4lv sonr crt-d 2844, s/n (B)(6) : - on (B)(6) 2023, at the interrogation of the device, the patient information were not displayed. - both events were probably due to a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. - when the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. - corrective actions on the smarttouch software are ongoing to solve this software issue. - no issue is suspected on gali 4lv sonr crt-d 2844 sn (B)(6) and sn (B)(6).